Manufacturer narrative:
On (B)(6) 2017 lens was exchanged for similar size and diopter lens and problem was resolved. (B)(4).

Manufacturer narrative:
The lens was returned dry, in a lens case/vial. Visual inspection found the haptic broken. Dimensional and functional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
This product is manufactured in us but not marketed in the u.s. Lens work order search: no similar complaint types were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, diopter -15.00 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2017. The patient experienced refractive surprise. The surgeon assumed that the lens is upside down, and planned to exchange the lens for the patient. As of the date of MDR submission the lens remains implanted.